Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight is unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: april 10, 2014. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threaded portion of the driving cap/threaded broke inside the insertion handle. It snapped off while hammering the driving cap in order to drive the nail in. The insertion handle itself was not broken, but the insertion handle still has the driving cap piece still stuck inside and could not be used. There was about a two (2) minute delay in surgery. Surgery was completed successfully. There was no reported harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) driving cap (part 03.010.523 / lot 8751011) and insertion handle (part 03.010.487 / lot 8374923) were received for investigation. The driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The driving cap was returned with the tip broken off. The threaded portion of the driving cap has sheared off and was returned stuck in the insertion handle. The alignment tab on the insertion handle is undamaged. Overall, the insertion handle is in good condition with no observable damage or functional issues. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap onto the insertion handle or from cross threading the device. Additionally, it is likely that repeated use has caused the material to wear and fail due to fatigue. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The instrument(s) are used during femoral and tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned devices are multi- use and are used for implanted nails. The relevant drawings for the devices were reviewed with issues or discrepancies noted. The designs are adequate for their intended use and did not contribute to this complaint condition. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.